Manufacturer narrative:
Product event summary: (B)(4) batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Log file analysis revealed a critical battery alarm while (B)(4) was connected to the controller. This is an incidental finding not related to the reported event, as critical battery alarms were not reported for (B)(4) by the vad coordinator. Analysis of the devices revealed that the devices met specifications; the devices passed visual examination and functional testing. An internal investigation was opened to evaluate these types of issues. Both batteries passed testing; (B)(4) did not have a ¿bad¿ connector and log files did not reveal any critical battery alarms for (B)(4). No failure detected. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ battery, model #: 1650- / expiration date: 2015-11-30, return date: 2015-10-26, mfg date: 2015-11-03, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that (B)(4) had a critical battery alarm and (B)(4) had a bad connector. The batteries were replaced. No patient complications have been reported as a result of this event.